Event description:
Customer states the power button on the joystick has worn and he is having difficulty turning the joystick on and off.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.